Event description:
Livanova deutschland received a report that a centrifugal pump system with tubing clamp gave several times and randomly, post-procedure, an error code associated to eprom (erasable programmable read only memory) defective. There was no patient involvement. There were several times the error code e04 appeared randomly.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue cpu board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2007. Most likley root cause of the reported event can be traced back to a defective cpu board. Taking into account the manufacturing date of the unit (2007), it cannot be ruled out that wear of electronic component could have contributed to the reported event.